Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 24-mar-2026, abbott point of care was contacted by a customer regarding I-stat pt plus cartridges that yielded suspected discrepant results on an 66-year-old male patient presented with a thoracic bleed. There was no additional patient information available at the time of this report. Return product is available for investigation. Method: date: collected: tested: pt: inr sample: I-stat, on (B)(6) 2026, ni, 1529, 70.7, 7.0, a, I-stat, on (B)(6) 2026, ni, 1637, 70.5, 7.0, b, stago, on (B)(6) 2026, 1531, 1634, 38.4, 3.5, c. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Intended use: the I-stat ptplus cartridge is intended for use in the in vitro quantitative measurement of the clot time of the extrinsic coagulation pathway when activated by thromboplastin in non-anticoagulated whole blood (venous or capillary), using the I-stat 1 system. Measurements of prothrombin time are used to aid in the monitoring of patients receiving anticoagulant therapy with coumarin derivatives. The I-stat ptplus pt test result is reported in seconds and as an inr. The test is intended for point of care use and is for prescription use only.